Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were admitted to the hospital on (B)(6) 2025, due to hyperglycemia after their controller turned off and could not be powered back on, preventing them from setting up a new pod. The patient stated that they were not wearing a pod at the time of the event because they were unable to activate and set up a new pod as a result of the controller malfunction. Upon admission, the patient reported experiencing vomiting with blood. The patient was treated with an insulin drip and was discharged on (B)(6) 2025.